Manufacturer narrative:
The user guide instructs the user that an occlusion sensitivity of h (high) indicates more sensitive, and an occlusion sensitivity of l (low) indicates less sensitive. An occlusion sensitivity of high would prompt the pump to alarm sooner than an occlusion sensitivity of low in the event of an occlusion, which could occur with a bent cannula. In this instance, the user¿s occlusion sensitivity was set to low, meaning it would take longer for the pump to detect an occlusion and provide an alarm. Based on the user settings, the pump was found to be functioning properly as programmed. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the hospital for elevated blood glucose (bg) associated with the pump not alarming appropriately for an occlusion. The patient reportedly experienced a bg over 250 mg/dl but under 500 mg/dl with unspecified ketones, extreme drowsiness, extreme thirst, nausea, shortness of breath, and confusion. The patient was reportedly treated with insulin via injection and intravenous fluids and remained on the pump. The reporter noted that there was a bent cannula but the pump did not alarm for an occlusion. Customer technical support reviewed the pump with the reporter and found that there were no occlusion alarms in the pump history and the occlusion sensitivity was set to low. Based on the occlusion sensitivity setting, there were no defects found with the pump, however the patient insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with the pump not alarming as expected.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the pump was returned with the occlusion sensitivity set to high. A review of the black box and alarm history did not indicate any occlusion alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within specification and the force sensor was found to be detecting the correct force. An occlusion alarm was induced for investigation and the pump gave the appropriate audiovisual alerts. The occlusion alarm feature was found to be functioning properly during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.